Manufacturer narrative:
Thv tvt registry. Investigation is ongoing. Valve remains implanted.

Event description:
As reported by field clinical specialist, one and a half months post implant of the 29mm sapien 3 valve, the patient was brought back for intervention for the pvl. The team was going to attempt a thv-in-thv procedure, but original thv had migrated ventricular and was deemed unsafe to proceed. Patient left room in stable condition. Team elected for a mini-sternotomy to remove the 29mm s3 at a later date. Per the initial reporter, it alleged the valve was deficient in that the valve appeared to be under-expanded on follow up cta, resulting in worsening pvl. Regarding the under expansion, the general consensus is that the physician who was inflating do not push the intended volume in the atrion and therefore, the valve ended up under-expanded. At the time of pvl evaluation and valve placement, things looked stable and tte revealed no more than mild pvl. The site measured the cta 739mm2 annulus in 25% and 647mm2 lvot.

Manufacturer narrative:
Update to b4, b7, g3, g6, h2, h6, and h10 to reflect additional information received from duplicate record and no product return evaluation. Medical records were received and previously reported under a duplicate report 2015691-2023-10203. Per medical records received, echo performed fourteen days post implanted showed the 29mm s3 in the aortic position with moderate pvl, mean gradient 10mmhg, ava 1.7cm2. Tee performed twenty one days post implanted showed the 29mm s3 in the aortic position with mean gradient 11mmhg, moderate to severe pvl between left and noncoronary cusps. There is an atrial septal aneurysm. The patient presented one month and ten days post implant with worsening pvl, fatigue and sob. Tee stated as showing moderate/severe pvl between the left and noncoronary cusps causing moderate to severe ar. Per explant procedural notes, the procedure was minimally invasive explant with avr using a 27mm inspiris valve. Conversion to sternotomy, iabp placement and open chest. The tavr device was described in the pre-op note as having migrated towards the lv leading to pvl. As no device was returned, no visual inspection, functional testing, or dimensional testing could be performed. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed using the valve serial numbers from the related work order and revealed no other complaints relating to the related complaint codes. A complaint history review on confirmed device complaints was performed. Of the root causes identified, the following are potentially applicable to the complaint event: patient factors (under-expanded valve). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The commander delivery system IFU, the preparation training manual, and the procedural training manual were reviewed. Paravalvular leak is noted as a potential adverse event. The IFU notes that post deployment thv assessment should be performed, to asses thv position and complete expansion. No IFU/training deficiencies were identified. The paravalvular leak and migrated valve events were confirmed based on provided medical record. A review of the DHR, complaint history and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''per the initial reporter, it alleged the valve was deficient in that the valve appeared to be under-expanded on follow up cta, resulting in worsening pvl. Regarding the under expansion, during inflating, the intended volume may not have been pushed in the atrion and therefore, the valve ended up under-expanded. At the time of pvl evaluation and valve placement, things looked stable and tte revealed no more than mild pvl. The site measured the cta 739mm2 annulus in 25% and 647mm2 lvot.'' Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. In this case pvl worsened after the implant date. As reported, ''the valve appeared to be under-expanded on follow up cta, resulting in worsening pvl''. Under expansion of the valve will create improper sealing between thv and annulus, leading to pvl. As such, available information suggests that procedure factors (under expanded valve) may have contributed to the reported event. As reported, ''the team was going to attempt a thv-in-thv procedure, but original thv had migrated ventricular and was deemed unsafe to proceed.'' Per the instructions for use (IFU), valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. Less than severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. In this case, the valve was under expanded due to the inflation volume was not completely pushed through during valve deployment. The under expanded valve could risk to dislodge from the target site (native annulus), resulting in thv migration over the time. As such, available information suggests that procedural factors (under expanded valve with incomplete inflation) may have contributed to the reported event. Since no device problem was identified affecting distributed product, no pra is required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required